Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level and low blood glucose level. Customer¿s blood glucose level was 300 mg/dl at the time of incident and 412 mg/dl. Customer's other blood glucose level was 180 mg/dl. Customer reported that the insulin pump was not working and alleges insulin pump was under delivering. Customer treated with manual injection and insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was able to perform high pressure test at this time. Customer was assisted with performing the high pressure test and the test result failed. Customer also reported that insulin pump error occurred during high pressure test and went to troubleshooting. However, customer was performed repeated high pressure test and the test result passed. Customer was able to clear the alarm. Customer received request to rewind insulin pump. Customer was able to complete insulin pump rewind. Customer stated that they performed self test and the test passed. The insulin pump will not be returned for analysis.